Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No unexpected numbers ramping or scrolling noted. Insulin pump had minor scratches on display window, cracked case on display window corner and cracked battery tube threads.

Event description:
It was reported that the numbers on the insulin pump scroll up, without any input from the customer. Troubleshooting occurred. Customer's blood glucose level at the time 169 mg/dl. Advised insulin pump would be replaced. No additional info was provided.